Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 300 to 400 mg/dl at the time of the incident. The customer was at 268 mg/dl at the time of the call. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. The customer stated they could not hear the pump motor when insulin was being delivered. Troubleshooting was not completed as the customer declined. The customer went 2 and a half days without food and their blood glucose did not go down. The insulin pump will not be returned for analysis.